Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the surgery was a removal of a worn duracon t/k insert and replaced with a new duration insert."